Manufacturer narrative:
D10: 300-01-13 - equi, humeral stem primary, press fit 13mm: (B)(6). 320-06-42 - glenosphere 42mm: (B)(6). 320-10-00 - equi reverse tray adapter plate tray +0: (B)(6). 320-15-01 - eq rev glenoid plate: (B)(6). 320-15-05 - eq rev locking screw: (B)(6). 320-42-00 - 145-deg pe 42mm hum liner +0: (B)(6). The reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. Operative notes and/or medical records were not provided for review of usage/technique. A definitive root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly

Event description:
It was reported that the patient underwent an initial left tsa (total shoulder arthroplasty) on the left side. Subsequently, the patient experienced pain in the spine with an acromion on the exam, CT showed chronic scapular spine fracture. The surgeon suggested a bone stimulator. The construct remains implanted, and the outcome is considered continuing. No further information available.